Manufacturer narrative:
Device 36 of 36. Initial reporter: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "there are black dots known as imbedded materials". The product was not used. A photograph depicting the reported complaint issue was provided by the complainant.

Manufacturer narrative:
Re: cease malfunction reporting notification - supplemental report (follow up 01) - 9618003-2020-13011. The submission of this supplemental (9618003-2020-13011 - follow up 01) serves as the closure supplemental submission. Convatec will cease submitting mdrs for complaints for ¿black spots¿ in the duoderm extra thin products where we have confirmed the black spots are related to the manufacturing process through return sample, photograph or video. Per the medical device reporting for manufacturers guidance document issued on november 8, 2016, convatec has provided the manufacturer report number of the last malfunction MDR submitted as 9618003-2020-13011. Under the original criterion, convatec conservatively reported all foreign matter in sterile product as having the potential to cause serious injury regardless if it had caused it or not. We have sufficient data from our complaint handling process to confirm that for this reportable malfunction of foreign matter (black spots) in duoderm® extra thin dressing, there have been no serious injuries related to this malfunction. We have additionally confirmed black spots were a raw material ingredient used in the formulation of the hydrocolloid, therefore inherent to the product and not considered foreign matter. In november 2018, convatec completed a targeted root cause investigation for this malfunction. The manufacturing process, quality inspections, and quality control records were reviewed. Sample dressings with the alleged foreign matter / black spots were sent to an external laboratory to have the spots isolated from the dressing for composition testing and analysis. The result of the analysis concluded that the black spots were a raw material ingredient used in the formulation of the hydrocolloid; inherent to the product and not considered foreign matter. The results showed that within our validated processing specifications, the number and size of spots present in the hydrocolloid could vary based on the validated temperature range and time profiles of the mixing process. The investigation identified the root cause as: the validated allowable range for the temperature and time profiles of the mixing process allowed for a raw material to become charred during the process at the higher settings. As a result of the investigation, the mixing temperature and time profiles were tested under engineering studies to find the optimum set point and allowable range to prevent the charring of any of the raw materials. This optimum setting has been fully validated and has been implemented into production. In addition, the cleaning frequency of the mixer has been increased to every three (3) batch runs to ensure no potential charred material may begin to build up and eventually become present in our dressings. Based on the completion of the root cause investigation and the external analysis of the black spots, convatec adjusted our reporting criteria for black spots found in duoderm® extra thin as follows: 1.convatec will report ¿reportable malfunction¿ (as defined in 21cfr §803.3) for complaints for black spots in duoderm extra thin if: a. At least one instance of a death or serious injury has been reported from that device malfunction, or b. We are not able to confirm either through return sample or visually from a photograph or video that the black spots reported is not the same as what was identified through our investigation. C. Additionally, for initial mdrs which have already been submitted, convatec will submit a supplemental to the most recent MDR describing the reason convatec has stopped reporting (9618003-2020-13011). The submission of this supplemental (9618003-2020-13011 - follow up 01) serves as the closure supplemental submission.

Event description:
To date no additional patient or event details have been received.